Event description:
It was reported that during a routine generator change procedure, the replacement implantable cardioverter defibrillator (ICD) set screw was found to be unable to tighten around the chronic leads, causing a high pacing impedance measurement. The ICD was not used and another ICD was used to complete the procedure. The patient was discharged and no additional patient consequences were noted.

Manufacturer narrative:
The reported field event of lead connection issue was confirmed. The device was above elective replacement indicator (eri) when received. The event of high pacing impedance was consistent with the lead connection issue observed in the field and was not reproduced in the lab. Septum material was observed inside the rv (df-4) set screw hex cavity, and the set screw was slightly stripped. This did not allow the rv set screw to be tightened and secured properly in the field. The connection issue was consistent with having occurred during the procedure.